Event description:
Technician alleged that all brake casters swivel when the brake is set. No pt impact.

Manufacturer narrative:
Technician found bad locking prongs and plate. Technician replaced all brake casters to resolve the issue.